Manufacturer narrative:
H6: investigation summary 10 samples for model mp5303-c of different lots were returned for investigation. Functional testing was performed on other set for mp5303-c of lot # 22129050 for this complaint. The set was unable to be flushed. The customer complaint that the set would not prime was able to be replicated. Same functional testing performed for mat # mp5303-c for other lots. A device history record review for model mp5303-c lot number 22129050, 22089430, 22089414, and 23019096 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a blockage. This occurred 9 times. The following information was provided by the initial reporter: procedure: IV medication-infusion. Bd extension set would not prime when connected to 10ml ns flush- pressure increased without success. Another set was used without problems.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a blockage. This occurred 9 times. The following information was provided by the initial reporter: procedure: IV medication-infusion. Bd extension set would not prime when connected to 10ml ns flush- pressure increased without success. Another set was used without problems.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 23019096. D4. Medical device expiration date: 06-jan-2026. H4. Device manufacture date: 20-jan-2023. D4. Medical device lot #: 22089414. D4. Medical device expiration date: 23-aug-2027. H4. Device manufacture date: 09-sep-2022. D4. Medical device lot #: 22129050. D4. Medical device expiration date: 02-dec-2025. H4. Device manufacture date: 21-dec-2022.